Manufacturer narrative:
An event of retraction problem and valve capsule damage was reported. The device was returned to abbott for investigation and found the valve capsule to have a twisted damage. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on all available information and cine review, a cause of the reported valve capsule damage appears to be a cascading effect of the retraction problem. However, the cause of the reported retraction problem could not be conclusively determined. It appears that one stent cell was caught on a structure at the annulus, which could have increased the re-sheath forces and contributed to the valve capsule damage. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported on (B)(6) 2025 a 35mm navitor vison valve was selected for implant using a large flexnav delivery system. During the procedure the valve was deployed too high, approximately 1-2mm below the annulus. While re-sheathing one strut of the valve appeared to be bent outwards. While attempting to re-sheath the valve a second time, it was noted that the valve could not be completely retracted back into the valve capsule, even by rotating the micro-adjustment wheel all the way to one end. The valve capsule also appeared to be twisted and crinkled. The delivery system was pulled back into the descending aorta. Another attempt to partially re-sheath was done but was unsuccessful. The decision was made to release from the valve from the delivery cable in order to remove the delivery system. The delivery system was removed from the patient and inspected. The valve capsule appeared crumpled. A new 35mm navitor vision valve and large flexnav delivery system were used to complete the procedure. The patient remained hemodynamically stable throughout the procedure. There were no clinically significant delays in the procedure. The patient did not present with any clinical signs or symptoms. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 35mm navitor vison valve was selected for implant using a large flexnav delivery system. During the procedure the valve was deployed too high, approximately 1-2mm below the annulus. While re-sheathing one strut of the valve appeared to be bent outwards. While attempting to re-sheath the valve a second time, it was noted that the valve could not be completely retracted back into the valve capsule, even by rotating the micro-adjustment wheel all the way to one end. The valve capsule also appeared to be twisted and crinkled. The delivery system was pulled back into the descending aorta. Another attempt to partially re-sheath was done but was unsuccessful. The decision was made to release from the valve from the delivery cable in order to remove the delivery system. The delivery system was removed from the patient and inspected. The valve capsule appeared crumpled. A new unknown valve and delivery system were used to complete the procedure. The patient remained hemodynamically stable throughout the procedure. There were no clinically significant delays in the procedure. The patient did not present with any clinical signs or symptoms. The patient status was stable.